Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference complaint# (B)(4).

Event description:
It was reported by the patient on maude event report # mw5069738 that the physician performed a novasure endometrial ablation sometime in the year 2007 and the patient reported "had an ablation sometime that year and my uterus was burned in half. Ended up having a hysterectomy in 2010 where I ended up in the uci I have never been the same since novasure ablation" no other information was provided.

Manufacturer narrative:
We would like to inform you that 1222780-2017-00176 was mistakenly reported to FDA on 06/30/2017. It can be cancelled.